Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator produced the error code number 248, it then became unusable, and the planned procedure was cancelled. There was no reported patient harm.

Event description:
It was reported that the generator produced the error code number 248, it then became unusable, and the planned procedure was cancelled. There was no reported patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The cause of the reported event was unable to be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.